Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable ise indirect gen.2 sodium results from the cobas integra 400 plus analyzer. Patient 1 initial result was 118 mmol/l and the repeat result was 137 mmol/l. Patient 2 initial result was 132 mmol/l and the repeat result was 141 mmol/l. Patient 3 initial result was 134 mmol/l and the repeat result was 151 mmol/l. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.